Event description:
It was reported that on (B)(6) 2016, a 25mm epic valve was implanted in the mitral position of the patient. The annular dimension of the native valve was 25mm. On an unknown date in (B)(6) 2024, the patient was admitted as an emergency with symptoms of heart failure such as high gradient, shortness of breath, palpitation at the time of follow-up. The medical treatment resulted in a diagnosis of ms (mitral stenosis). A reoperation was conducted and the valve was explanted and a 23mm non- abbott valve was implanted. A little pannus-like appearance was confirmed on the left ventricular side (outflow side) and calcification was also confirmed in the explanted valve leaflet. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to symptoms of heart failure such as high gradient, shortness of breath, palpitation at the time of follow-up and mitral stenosis. It was also reported that a little pannus-like appearance was noted on the left ventricular side and calcification was in the explanted valve leaflet. The investigation found calcifications on all cusps, with limited cusp mobility. Cusps 1 and 2 were torn, tears were associated with calcifications. There was fibrous thickening on all cusps. Marked degenerative changes at cusp 2. No acute inflammation was present. The cause of the cusp tears was associated with calcification; additionally, the degenerative changes noted at cusp 2 could have contributed to the tear formation. The calcifications noted could have contributed to the reported stenosis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.